Event description:
The patient reported that 3 v-go's fell off after approximately 9 hours. The patient stated it happened on (B)(6) 2020 but did not provided the other two dates for the fall off. The patient placed the v-go on her abdomen.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The device showed a moderate amount of adhesion on the foam pad. Due to the used condition of the adhesive, the original adhesion properties could not be verified.